Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from chile alleged a discrepant result for one patient sample when using the cobas® sars-cov-2 & infleunza a/b assay for use on the cobas® liat® system. The alleged sample initially generated a sars-cov-2 positive result. The same sample was retested on the biofire© filmarray© torch© system which yielded a sars-cov-2 negative result. 3 hours later, the same sample was retested using a different cobas® liat® which yielded a negative result for all targets. The negative result was reported. No apparent harm or injury occurred in relation to the event. An investigation was conducted to evaluate the customer¿s allegation. Per FDA¿s eua guidance, 1 MDR will be filed.

Manufacturer narrative:
Review of the data showed that the initial positive sample had a late CT value which is indicative of a sample at the limit of detection (lod) that may generate wavering results on repeat testing. Samples at lod can occur either from a patient with a low titer or from lab cross-contamination. The most likely cause for the discrepancy observed is due to the sample having a low viral load. Throughout the data analysis, a systematic issue was not observed and a product problem was not found. Facility name: (B)(6). (B)(4).